Event description:
As reported by the legal brief, the 75 y/o female patient had problems derived from the implantation of exactech left knee prosthesis, optetrak model in 2016, with numerous problems for the health of the same, sequelae, important affectation for their daily life, with limitation of movements and to ambulate, which has meant that it had to be re-intervened on several occasions, facing the claimant these expenses in private health. Specifically, several subsequent interventions have been carried out, due to the problems derived from this prosthesis. Since the situation was unsustainable, with a manifest impossibility to perform any activity of daily life, pain, etc., she goes in 2022 to private health, where they perform several tests, and verify that she has the knee prosthesis, out of place, displaced and in a very bad state of deterioration. Surgery was performed on (B)(6) 2022. The patient is informed of the painful state of the original prosthesis, which was falling apart. She has needed subsequent reoperations, on (B)(6) 2022, and the patient is currently under medical follow-up and recovery.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of patella instability and dislocations, which may have been due to malalignment because the issues began shortly after implantation. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant(s) and the bone. The underlying cause and extent of the loosening cannot be determined from the information available and cannot be confirmed as the devices were not available for evaluation and no images or radiographs were provided. The most probable root cause associated with the reported event of ¿loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. The most probable root cause associated with the event of ¿instability¿ is associated with undesirable stability of the joint or implant construct.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3:the revision reported cannot be confirmed from the information provided, but may be the result of instability and patella dislocations, which may have been due to malalignment due to issues beginning shortly after implantation. The tibial loosening may have been the result of insufficient bond between the implant(s) and the bone. The underlying cause, extent, or order of events cannot be determined from the available information. An additional reason may have been due to periprosthetic infection or chronic osteomyelitis, however contributions of manufacturing to the reported infection could not be evaluated, nor can infection be confirmed. An additional reason may have been due to inclusion of the polyethylene in the packaging recall, however it cannot be confirmed if the polyethylene components are in the scope of the recall, nor can prosthesis wear be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, or product information were not provided. H6: codes added the following sections were corrected: h3: previous investigation comments no longer applies. H6: codes 1924, 2988, 4002, 4109, 4114, 213, 3207, 4315, 22 no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.